Manufacturer narrative:
Bd received additional information from med watch report (B)(4), on 2019-09-05, that provided patient age and sex. Age at time of event: 55; sex: male. The initial reporter also notified the FDA on jun 2019 medwatch report (B)(4). Report source: other medwatch report (B)(4).

Event description:
Material no. 381434, batch no. Unknown (possible: 8260658, 9046861 8337693, 9029968, 9016946). It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter a piece of the catheter broke off into the patient and had to be removed surgically. The following information was provided by the initial reporter: over the weekend, we had a insyte autogard break within a patient. Details below: mnfr#: (B)(4); lot#(s): 8260658, 9046861, 8337693, 9029968, 9016946. Date: (B)(6) 2019. Report: nurse started a 20g IV in right antecubital area, she looked at the cath before inserting and everything was in place, started the IV and received flashback of blood, tried to advance it and felt resistance, repositioned it and it went in. She flushed it and it did not flush. She discontinued the IV and pulled out the catheter and noticed a piece had broken off. Patient then sent to ultrasound to confirm. Report shows evidence of 10mm catheter fragment within antecubital vein. Patient then sent to surgery for removal. The nursing staff did not keep the insyte packaging, so I checked the stock from where the product was pulled and found the lot numbers above.

Manufacturer narrative:
Investigation summary: a physical sample was not available for investigation but a photo of the defect was made available for evaluation. A review of the device history record was performed for the potential lots: 8260658, 8337693, 9016946, 9029968, and 9046861; no quality issues were found during production. Our quality engineer reviewed the provided photo and determined that it showed the catheter tubing separated/broken inside of the nose of the adapter. Based off the provided photo the engineer was able to verify the reported defect. However, without the physical sample available for investigation the engineer was unable to determine the exact root cause for this defect. The manufacturing facility has been notified of this incident and the findings.

Event description:
Material no. 381434, batch no. Unknown (possible: 8260658, 9046861 8337693, 9029968, 9016946). It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter a piece of the catheter broke off into the patient and had to be removed surgically. The following information was provided by the initial reporter: over the weekend, we had a insyte autogard break within a patient. Details below: mnfr#: (B)(4); lot#(s): 8260658, 9046861, 8337693, 9029968, 9016946. Date: (B)(6) 2019. Report: nurse started a 20g IV in right antecubital area, she looked at the cath before inserting and everything was in place, started the IV and received flashback of blood, tried to advance it and felt resistance, repositioned it and it went in. She flushed it and it did not flush. She discontinued the IV and pulled out the catheter and noticed a piece had broken off. Patient then sent to ultrasound to confirm. Report shows evidence of 10mm catheter fragment within antecubital vein. Patient then sent to surgery for removal. The nursing staff did not keep the insyte packaging, so I checked the stock from where the product was pulled and found the lot numbers above.

Manufacturer narrative:
There were multiple possible lot numbers that might have been used for this event. The information for each lot number is as follows: medical device lot #: 9029968, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-29. Medical device lot #: 9016946, medical device expiration date: 2021-12-31, device manufacture date: 2019-01-16. Medical device lot #: 8260658, medical device expiration date: 2021-08-31, device manufacture date: 2018-09-18. Medical device lot #: 9046861, medical device expiration date: 2022-01-31, device manufacture date: 2019-03-04. Medical device lot #: 8337693, medical device expiration date: 2021-11-30, device manufacture date: 2018-12-14. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
Material no.: 381434, batch no.: unknown (possible: 8260658, 9046861 8337693, 9029968, 9016946). It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter a piece of the catheter broke off into the patient and had to be removed surgically. The following information was provided by the initial reporter: over the weekend, we had a insyte autogard break within a patient. Details below: mnfr# 381434, lot#(s) 8260658, 9046861, 8337693, 9029968, 9016946, date: (B)(6) 2019. Report: nurse started a 20g IV in right antecubital area, she looked at the cath before inserting and everything was in place, started the IV and received flashback of blood, tried to advance it and felt resistance, repositioned it and it went in. She flushed it and it didn¿t flush. She discontinued the IV and pulled out the catheter and noticed a piece had broken off. Patient then sent to ultrasound to confirm. Report shows evidence of 10mm catheter fragment within antecubital vein. Patient then sent to surgery for removal. The nursing staff did not keep the insyte packaging, so I checked the stock from where the product was pulled and found the lot numbers above.